Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology; 2006; 13; 9 p. 963-971. The article presents study results describing the evolution of side effects in an cohort of patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of pt complications were reported. Reportable event(s): two patients reported impotence post dbs surgery. One patient had symptoms beyond the 12 month follow-up. Treatment and outcome info was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experienced more than one complication. [See scanned pages].